Event description:
It was reported that the insulin pump alarmed button error. It was also stated that the buttons did not work properly. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
There was no unexpected button error alarm noted. All of the buttons functioned properly. However, the unit had moisture keypad traces. The unit passed displacement test. The unit had cracked reservoir tube lip, cracked case at display window corner and stained end cap sticker.